Event description:
The customer reported that there is blood on the sensor. The location was in the center of the sensor. Prior to the event, the patient stated that she was exercising. The blood is not visible on the sensor connector. The customer stated that the sensor was not tugged or pulled after insertion. The patient was given instruction on proper methodology for insertion. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.